Event description:
A nurse reported continuation of loose tip issues during phaco. Initial info rec'd from a company representative indicated that it is possible that the customer is not using manufacturer's phaco tips. Repeated f/u attempts have been made to obtain add'l details from the reporter regarding the events and product info, however, no new info and clarification has been rec'd.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).